Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer determined that damage to the window and tip cap caused oil separation in the sensor. The root cause of the damage was noted as customer misuse.